Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.external insulation abrasion was noted at 53.4-54.4cm from the connector pin. The sensing and rv conductor cables were fractured at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported thath lead fracture, noise, and decreased pacing lead impedance were observed. The lead was explanted.